Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on 09/15/2021 by a facility representative via sems that an ar-13995n scorpion needle broke off inside the patients rotator cuff tissue. This was discovered during an operation with no patient harm.